Event description:
It was reported that a patient enrolled in the VAPEUR clinical trial underwent water vapor thermal therapy procedure on (b)(6) 2024. Following the procedure the patient experienced a lack of efficacy from the treatment. It was noted that there were no device deficiencies reported. The patient later underwent additional treatment via Greenlight Laser Therapy. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.